Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Analysis found an insulation abrasion at 5.2 cm to 5.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction to another implantable device. Insulation degradation was noted at multiple locations.

Event description:
This report is to advise of an event observed during analysis.